Manufacturer narrative:
The technician found the hydraulic manifold wasn't working correctly. He replaced the hydraulic manifold to repair the bed.

Event description:
Information received indicates the head hi/low function of the bed is drifting down.